Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Functionally, the instrument was reloaded and the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Product analysis suggests the product was used in a surgical procedure. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Subsequently, the current complaint data did not display increased trends. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: stapler deployed an incomplete circumference of staples resulting in a leak at the anastomotic site. An additional eea was opened to complete the case. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter there was no tissue damage or tissue loss. The last known patient status is healthy.